Manufacturer narrative:
There were two add'l occurrences of this cause of condition in this product code. Please reference the following MDR's for add'l info: MDR 2245270-2014-00093. MDR 2245270-2014-00094. Although the device was not returned to vygon the complaint will be forwarded to vygon gmbh for investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
A 28ga premicath PICC line found fractured at graduated hub. No adverse consequences were reported.